Event description:
The customer observed intermittent low mchc results generated in the closed mode from the cell-dyn sapphire hematology analyzer with a suspect vent head assembly. The customer stated hemoglobin results were higher in the analyzer's open mode than closed, and mchc were close to the low end of the range when hemoglobin results were lower. The customer replaced the vent head assembly three times since may and noticed various calibration factors required adjustment. When the customer installed the new vent head assembly due to the recall, calibration factors required re-adjustment and review of the mchc and mch ranges were close to the mean. The customer stated the issue was resolved with the new vent head assembly. There was no known impact to patient management as no results were questioned by the physician.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective. Cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the recall letter.